Event description:
The customer tested his blood glucose and received a reading of 16 mg/dl using his contour ts meter. He retested using the contour meter and received a reading of 187 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to troubleshoot his contour ts system and asked for a new meter. The customer's meter will be returned for evaluation. A new contour meter was sent to the customer.